Event description:
A confirmed pump motor stall with no motor stall recovery was reported. An alarm had occurred due to stopped pump period exceeding 48 hrs. Per the event logs, multiple pump motor stalls with recoveries had occurred. It was also reported that the pt had abdominal surgery (date not reported) and the pump began alarming post-operatively. It was also noted that the pt had a peritoneal pump in 2009. The pt experienced loss of effect. The pump was used to deliver morphine.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.